Event description:
Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
The reported issue has been confirmed during evaluation of the received problem description and service report. Device log files were not uploaded. The ventilator was investigated at site by our field service engineer (fse) and found out that the o2 and air gas module's nozzle units were defective and required replacement. The replaced parts were not returned for investigation, hence the root cause of the event has not been determined.

Event description:
It was reported that the ventilator failed internal leakage test during pre-use check. There was no patient involvement. Manufacturer's ref. #: (B)(4).